Manufacturer narrative:
H3: one cadd solis vip pump was received with no damage found. The event history log was reviewed and there was a system fault 41622 message. A functional check was performed and the device was found to be alarming error code 41622 during motor and psi testing. The error code 41622 indicates a problem with motor, optical switch cam sensor, or debris. The device was opened for further investigation, and it was found that the screw was stuck in between the motor and the cam shaft. The device was working properly after the screw was removed. The issue was caused by a loosened screw that got stick between the motor and the cam shift.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited error code 41622. No patient involvement reported.